Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high pacing threshold measurements were observed in addition to an unspecified impedance problem reported by the patient. Boston scientific technical services (ts) recommended programming the automatic capture (ac) feature off and programming a fixed output.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed three years remaining several months ago but currently had less than six months remaining with a magnet rate of 90 beats per minute. It was noted that impedance and sensing were normal. Boston scientific technical services (ts) explained right ventricular automatic threshold and retry and discussed possible options for device reaching elective replacement indicator (eri). There was no additional information obtained from the field representative. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received that pacing impedance measurements have been stable and within normal limits at 500 ohms for several months or more. The automatic capture (ac) feature was programmed off and a fixed output was programmed. Device replacement was planned for an unknown date in the future with no lead revision planned due to occlusion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.